Manufacturer narrative:
Block h6: imdrf device problem code a0406 captures the reportable investigation result of side car rx push back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection observed that the sheath was stretched at the proximal section near to the handle, it is at this point where it has been identified that there is a leak, which means that the sheath is torn. Additionally, the side car rx was pushed back. The reported event was confirmed. Based on all available information, the device that was returned revealed a leak from a torn sheath, and the side car rx had been pushed back. These findings indicate that during procedure the device experienced an excess of manipulation, perhaps the technique used could have contributed to this event. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that were a trapezoid rx basket was used in the duodenal papilla on an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During procedure, the device was leaking liquid 3 cm from the handle. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of sidecar push back. Please see block h10 for full investigation details.